Manufacturer narrative:
The tech found the cause to be a damaged power control board assembly for the universal television j-box. The tech replaced the power control board assembly for the universal television j-box to resolve the issue.

Event description:
The tech alleged the nurse call is not functioning. No pt impact.